Event description:
After an employee was washing her hands she reached for a paper towel. There were two otoscope chargers hanging over the paper towels. The employee brushed her left hand onto the charger. She experienced a strong electrical shock, this caused her to jump back. She became short of breath, dizzy, weak, and sweaty. Her vs were stable. She was taken to the emergency room for evaluation. The numbness and tingling in her arm worsened. She was admitted to the hospital for observation. Upon device evaluation by the bio-medical department. It was noted that the casing of the battery charger was producing 116v.